Manufacturer narrative:
Result: faulty cpu board.

Event description:
It was reported by service report that the bed was stuck at its height position, and would not lower. No pt involvement or adverse consequences were reported.